Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded since k-wires were placed in the patient's spine in a different position than intended/desired with brainlab navigation involved, and thereby could have led to harm of the spinal cord and/or blood vessels, and thus in a worst case scenario ultimately to serious harm to the patient. Although, according to the surgeon (treating clinician): the deviation of 2 k-wires on bilateral l4 placed with navigation was detected by the surgeon with a intra-op CT, before finalizing the surgery. Navigation accuracy could not be re-established, as a result k-wires were removed and the procedure was discontinued. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30-60min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A minimally invasive lumbar spine procedure (l4/5 tlif) for the treatment of spondylolisthesis was performed with the aid of brainlab (spine & trauma navigation 3.0). During the procedure, after placement of 2 k-wires, 3d intra-operative scan showed that the two k-wires at l4 (left and right) deviated cranially from their intended trajectories. Navigation accuracy could not be re-established. As a result, all k-wires were removed and the procedure was discontinued before any screws or implants were placed. According to the surgeon (treating clinician): the deviation of 2 k-wires on bilateral l4 placed with navigation was detected by the surgeon with an intra-op CT, before finalizing the surgery. Navigation accuracy could not be re-established, as a result k-wires were removed and the procedure was discontinued. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30-60min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.